Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the blackbox (bb) shows an eaw 160 (suspended, no basal delivery) and eaw 161 (suspended, no bolus delivery) on (B)(6) 2015 from 00:15 to 05:30. The alarm history shows the pump was suspended from 00:14 - 05:31 on 6/20/15. Investigation notes: the pump was programmed and running for 5 days with no unscheduled suspended deliveries recorded in the history, unable to duplicate complaint. There was no damage found to keypad. All buttons responsive during investigation, no hypersensitive keys found. The keypad was removed; no damaged/misaligned contacts or evidence of contamination found under the button contacts. Returned battery cap used to perform investigation. Display screen is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 not 07/07/2015 as previously reported.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.